Event description:
Information was received from a company representative regarding an unknown patient receiving unknown medication via an implantable pump. It was reported that there had been a catheter revision.

Manufacturer narrative:
Continuation of d10: product ID neu unknown cath, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported that prior to the surgery the physician performed catheter access port procedure and the catheter worked as intended so a revision never occurred. The original reason for the revision had been the patient had been admitted to the hospital for infection/sepsis and their spasticity became worse than normal. The physician believed the increased spasticity had been due to the infection but wanted to perform a nuclear med study to confirm the pump had been working. The pump had been at such a low rate the med study had not showed anything. It had been stated the drug concentration had been high enough that the low rate provided efficacy. It had been reported the infection had resolved.